Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ persistent ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the guidwire became stuck. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium wire became stuck in the dilator, and it was unable to be removed from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The tip of the dilator was cut, without resolution. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was removed from the patient. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was then replaced and the issue resolved. The procedure continued. There was no patient consequence. It was reported the scrub tech reported that there was no visible damage or noticeable damage on wire.

Manufacturer narrative:
On (B)(6)2023 , he bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ persistent ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the guidewire became stuck. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium wire became stuck in the dilator, and it was unable to be removed from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The tip of the dilator was cut, without resolution. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was removed from the patient. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was then replaced and the issue resolved. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the tip of the dilator was cut, as customer reported, no other damage was observed. Microscopic examination of the inside diameter of the dilator were performed and no irregularities were found on the interior walls. It is important to note that the guide did not return for analysis. The damage observed in the dilator tip was reported by the customer when trying to remove the wire from the vizigo sheath. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendation: during insertion over the guidewire, use caution not to create excessive bends in this device. This may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).